Manufacturer narrative:
Infection is a known inherent risk of any surgical procedure. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's post implant infection. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is reported that the patient underwent an open left inguinal hernia repair procedure on (B)(6) 2016 during which a bard soft mesh was implanted. As reported one month post implant the patient presented with an infection. It is reported that culture results revealed an atypical myco bacteria. The patient has been treated conservatively with no surgical intervention taken at this time. The patient did not have a preexisting infection or history of infection.